Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the end-user experienced hyperglycemia with blood glucose (bg) levels of 360 mg/dl after discontinuing prescribed oral medication and pausing insulin delivery for nearly one day. The end-user was transported to the hospital, observed, and treated with intravenous fluids. They were discharged on (B)(6) 2025 with no reported long-term effects.